Event description:
It was reported that during the fill tubing step the pump displayed an unable to proceed error consistent with a mechanical problem, though a dry run produced no alert and the user subsequently completed the fill successfully after holding for 75 units. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
Initial.